Manufacturer narrative:
The insulin pump was received with operating currents within specification. The pump passed the self test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, and displacement test. The insulin pump was received with a broken reservoir tube lip. The insulin pump was received with missing o-ring (reservoir tube). The insulin pump was received with cracked battery tube threads, a missing end cap sticker, and minor scratches on the lcd window.

Event description:
The customer reported via phone call that there are cracks and pieces are missing from the reservoir compartment on the insulin pump. Customer's blood glucose was 574 mg/dl at the time of the incident. Customer stated that he used the pump to help his blood glucose and just held down the vial to make sure it gave insulin. Customer stated that the pump was dropped and fell. Customer stated that he doesn't have novolog, just the vials. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer was advised that the insulin pump will need to be replaced.